Manufacturer narrative:
The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, a follow up report will be submitted. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information patient had a coloplast titan implant in (B)(6) 2019 for a diagnosis of erectile dysfunction after radial cystectomy. In approximately, (B)(6) 2024, his device stopped inflating. Patient requires a removal and replacement of the implant but surgery has not occurred at this time.